Manufacturer narrative:
(B)(4). Rt265 infant dual heated evaqua2 breathing circuits from the same lot as the complaint circuits are currently en route to fisher & paykel healthcare (f&p). We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the swivel of three rt265 infant dual-heated evaqua2 breathing circuits came apart during use. There were no patient consequences.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the swivel of three rt265 infant dual-heated evaqua2 breathing circuits came apart during use. There were no patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare (f&p) for investigation. The customer later returned sealed unused devices of the same lot as the complaint devices. Our investigation is based on the information and photographs provided by the customer, the returned sealed unused devices of the same lot and our knowledge of the product. Results: the provided photos showed one swivel elbow and swivel wye disassembled and a second swivel elbow and wye partly disassembled. No damages were observed to any of the swivel components. The returned devices were sealed in the original packaging and the swivels fully assembled. Conclusions: a root cause investigation was initiated to further examine reasons for disassembly of the swivel. As part of this root cause analysis, we reviewed the manufacturing process (operator, equipment, measurement and environment), process documentation, samples of product, complaint devices and performed a material analysis. The investigation indicated a potential resin material mix-up was the most likely cause. We have since implemented an additional material verification step, at the point of resin material addition to the moulding machine feed. This verification would identify any potential resin material mix-up prior to use. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'